Event description:
) It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level was 194 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.